Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, device history record, drawing, documentation, quality control, manufacturing instructions, labeling, and specifications of the device was conducted during the investigation. Note: no product was returned, only a label from the compliant device was returned. The device history record (work order) was reviewed for set lot 7638148 and confirmed that no nonconformances were recorded. Component work orders (B)(4) for wire guide pmg-18sp-60-cope-nt and (B)(4) for introducer sheath nssw-4.0-18-npas-100-rh was additionally reviewed and no nonconformances were recorded. A search of our complaint records confirmed that there have been no additional complaints registered to either lot number at the time of this investigation. It is unclear as to whether the failure was caused by a failure of the wire or the introducer sheath, therefore the complaint investigation was performed considering both components. A review of manufacturing documentation in place on the dates the components were manufactured was performed. The wire guide was thoroughly inspected visually and by feel for the surface of the wire and all solder joints in addition to being passed through a checker. The sheath was inspected for surface appearance and had a checker wire passed through it to confirm that an appropriately sized wire guide can pass and move freely without becoming caught. Based on the provided information, it remains unclear what the cause of the failure mode was. The event description does not specify whether the stylet and dilator were in place inside of the sheath at the time of the event, or if the wire was only through the introducer sheath. It is possible that the metal stylet became kinked during insertion, creating resistance on the wire coil during removal. It is also possible that the wire became bent or otherwise damaged and became caught up in the introducer sheath. It is additionally possible that the wire in question is the .038" wire (not included in this set) that this product is intended to facilitate the placement of. Without further details, a definitive root cause cannot be determined. The event description does not specify whether the stylet and dilator were in place inside of the sheath at the time of the event, or if the wire was only through the introducer sheath. It is possible that the metal stylet became kinked during insertion, creating resistance on the wire coil during removal. Attached to the wire guide holder for the pmg-18sp-60-cope-nt wire is a label which illustrates that withdrawal or manipulation of distal spring coil portion of wire guide through the needle tip may result in breakage and/or damage. It is also possible that the wire became bent or otherwise damaged and became caught up in the introducer sheath. It is additionally possible that the wire in question is the .038" wire (not included in this set) that this product is intended to facilitate the placement of. Without further details, a definitive root cause cannot be determined. Per the quality engineering risk assessment, no further action is required. We have notified the appropriate personnel and will continue to monitor for similar events.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Correction: upon further review, it was determined this event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury or reportable product malfunction as there is no indication of the malfunction leading to an ae. Further discussion with regulatory reporting, determined that needing to replace the device, longer operating room time, and additional fluoroscopy does not constitute medical/surgical intervention to preclude permanent impairment or death for this event. Therefore, this event is no longer considered a serious injury per 21 cfr part 803.3. Additionally, a review of reporting software revealed that no similar events where the wire guide in an npas set was difficult to remove have resulted in heightened patient risk. As there are no recorded incidences of serious injury due to the reported failure mode and it is not likely that serious injury would result if the event were to recur the event is not reportable per 21cfr part 803.50.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
International customer reported that a patient was undergoing placement of a neff percutaneous access set for a nephrostomy procedure. The physician was not able to remove the guide wire following placement of the sheath. The physician explanted the entire device and replaced it with a new set. The patient reportedly experienced a longer operating room time and additional x-ray fluoroscopic exposure. Additional event information was requested. This is one of two reports being submitted as two separate device events occurred. Reference MDR numbers 1820334-2017-01901 and 1820334-2017-01902 for both associated events. The same patient is involved in each event.